Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio then downloaded the electronic records from the event and was able to confirm that the device powered off three (3) times; however, the cause of which could not be determined. As a precaution, physio replaced the device's battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during an event. Medical personnel advised that they had pressed the code summary button when the reported issue occurred. The customer advised that there was no adverse outcome to the patient as a result of the reported issue. The patient was being monitored at the time of the event. The customer further advised physio that there were no further details about either the patient or the event available.